Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - according to the information provided, it was reported that during, it was reported that during rotator cuff repair that the suction blocked at the start of use. Visual inspections reveals signs of activation and no visual damaged found in the shaft and cord. In the case of the suction, it present blood along the tube. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere vapr premiere50 electrode -ea: there are not visible damage to the device shaft, handle, cable or plug. The active tip is in a used condition, with evidence of debris on and in the active tip. Finally, a closer inspection of the suction port in the active tip of the device shows evidence of debris and surgical residue visible in suction tube. The electrical test was performed with the different parameter; as a result, all the parameters passed. The device was connected to vapr vue generator and the flow rate failed. Supplier summary: the initial customer complaint that the device suction blocked was confirmed. Flow tests confirmed a total blockage of the suction path. Further investigation revealed the blockage to be at the distal end of the device and most probably caused by tissue, as tissue debris was visible during testing. Attempts were made to free the blockage but were unsuccessful. To confirm the blockage and location of the blockage, a thin gauge wire was inserted into the suction tube of the device and fed up the suction path towards the distal tip of the device. This confirmed a blockage at the distal tip of the device.the complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document, as a ¿'poor suction flow through device due to tissue blockage¿ caused by tissue entering the tip and leading to a blockage. The outcome of this being 'delay or cancellation of procedure to a patient under anaesthetic'. A manufacturing record evaluation was performed for the finished device [u1906137] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during rotator cuff repair, vapr coolpulse90 electrode, the suction blocked at the start of use. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.